Event description:
It was reported that a pt presented with fine fibrin web deposition onto the anterior lens surface. An anterior nd yag was performed and successful in removing the fibrin.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.